Event description:
At 1am in morning two -2- pagers did not alarm for vtach alarm on a philips telemetry system, running software e.00.25, with datacritical statview. All other pagers did alarm, and recorder printed a strip. Appropriate pt care occurred.

Event description:
Add'l info rec'd from MFR 04/27/2004: MFR is in receipt of the above report and has determined that MFR is not the MFR of the reported devices.